Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous low blood glucose (bg) levels around the 40 mg/dl which was addressed with the customer drinking orange juice. Reportedly, the cause for the low bg's was the customer working out and the customer's basal settings needing to be changed. The customer reached out to healthcare provider for settings adjustment.